Event description:
The facility representative reported "will not meter properly" during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
The facility representative reported "will not meter properly" during bio-med testing.evaluation results: the reported condition of the inaccuracy was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.